Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): crocodile clip not holding epidural catheter.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received: one used contiplex one ø0,84mm (20g) t100mm p and one used perifix kath.connector. 2.0 g20-g24 yellow out of a set cont. Tu. Ult 360 ,18gx100mm-cis/ap/EU/sa. The returned contiplex one and the used perifix kath. Connector were taken to a visual examination. As-received condition the connector was open and the catheter was stretched approx. 10 cm at the end of the catheter. Furthermore the connection between catheter and catheter connector was taken to a tensile strength test according to the test plan. Nominal: min. 5.5 n actual: 8.86 n the tensile strength is within the specification. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. The complaint is filed for statistical purpose. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.